Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open lobectomy procedure, while the device was being assembled the surgeon experience difficulty loading the reload. The adaptor icon had a black background (not green) and the adaptor appeared to push off the shell slightly after it had been attached and sync to the power shell. The surgeon then used another device adapter to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unload switch was at the home position and there was no damage to the adapter. Functional testing noted that the adapter was connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The adapter was connected to a representative handle and the adapter with reload attached screen appeared. A reload was also attempted to be connected but could not fully connect to the adapter. The adapter seated into the clamshell fully and the connection between the two was strong. It was reported that the adapter did not seat properly into the clamshell (the connection was loose). The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device was difficult to load. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: the rotating ring in the distal end of the adapter was rotated out of position. The most likely cause for the additional condition is improperly loading of a reload into the device causing the rotating ring to inadvertently moved out of position. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when connecting the reload into the adapter, it is important to make sure that the load arrow of the reload aligns with the load arrow of the adapter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.